Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation. High impedances were observed on one of the implanted leads. The patient underwent a revision procedure where both leads were removed and a new lead was implanted. Post operatively, the patient was noted to have recovered. The explanted leads were discarded by the hospital.